Event description:
I purchased a thomas and friends spinbrush for kids tooth brush -(B)(6) 2008- as a gift for my son's second birthday. While using this product his left upper lateral incisor tooth #10 was chipped. He was then seen by a pediatric dentist shortly after. Thank god these are "baby" teeth.